Event description:
A customer reported that the unit of measurement setting of their freestyle blood glucose monitor changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Reporter alleged that on (B) (6)2010, he obtained a result of 95 mg/dl on the advantage system and then took his normal 20 units of novolin 70- 30 insulin. Reporter stated that 10 minutes later, he passed out due to hypoglycemia and then the paramedics were called. Reporter stated that they arrived 10 minutes later, started giving him liquid glucose and took him to the hospital where he was given more liquid glucose. Reporter alleged that on (B) (6)2010, he obtained the results of 560 mg/dl and 228 mg/dl on the advantage system compared back to back with a result of 260 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. A request was made for the return of the product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.